Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: event 3: upon spiking the bag with a y-type blood set. The product started shooting a stream of fluid through a pin hole just below the y. No patient injury reported.